Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d1101: he reported information indicates the patient's right external iliac artery was stenosed and had a diameter ranging 8.2mm to 10.6mm which includes sections that are too small for the nominal diameter of the dsf2433 (8.8mm). The instructions for use of gore® dryseal flex introducer sheath provide warning and instruction to ensure the vessel diameter is adequate to accommodate the device. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2026, this patient underwent an endovascular treatment for thoracic (arch) aortic aneurysm using gore® tag® conformable thoracic stent graft with active control system (ctag ac) and gore® dryseal flex introducer sheath (dsf sheath). When advancing a 24 fr dsf sheath, strong resistance was felt due to thrombotic stenosis of the right external iliac artery (diameter 8.2 to 10.6 mm), though the sheath was able to be advanced to the target area. After advancing the proximal ctag ac to the target region, the alignment marker could not be positioned towards the greater curve. Several attempts to reposition the device were made but not successful. The ctag ac device was deployed as it was and the proximal end moved distally for approximately 5 mm. There was bird-beak configuration and it was not resolved by optional angulation of the ctag ac. The final angiography showed a type ia endoleak and it was left for monitoring. After removing the dsf sheath, vascular injury of the right external iliac artery was found. Additional covered stents were placed to treat the injury. The patient tolerated the procedure.